Event description:
Boston scientific received information that during the pre-discharge testing, it was found out that this left ventricular (lv) lead had dislodged. The lv lead was repositioned to the lateral branch. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
----

Event description:
---

Manufacturer narrative:
---

Event description:
---